Event description:
It was reported that this patient presented to the emergency room (ER) with no reports of syncope. Upon device interrogation, it was found that right atrial (ra) lead threshold measurements were high. Subsequently the patient was admitted to the hospital and the patient underwent a lead revision procedure. The ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.